Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic pancreatic stenting procedure. According to the complainant, during the procedure while attempting to place the plastic stent in the pancreatic duct it was noticed that the guidewire was not taut. The physician pulled the guidewire, and the distal tip of the guidewire subsequently fell into the pancreatic duct. The detached fragment was removed using a basket catheter. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6), 2012 during an endoscopic pancreatic stenting procedure. According to the complainant, during the procedure while attempting to place the plastic stent in the pancreatic duct it was noticed that the guidewire was not taut. The physician pulled the guidewire, and the distal tip of the guidewire subsequently fell into the pancreatic duct. The detached fragment was removed using a basket catheter. The procedure was completed using another jagwire guidewire. There were no patient complications as a result of this event. The patient condition was reported as good post procedure.

Manufacturer narrative:
Investigation results: a visual examination of the return device found the pebax section completely detached from the distal tip section. The flare connection was slightly elongated and the pebax section was partially damaged about 1 cm from the flare connection. Additionally, the ptfe jacket was accordioned at 99 cm. Adhesive residue was found on the inner surface of the pebax section. However, none was found on the corewire surface. The reported event of guidewire tip detached was confirmed through analysis of the returned device. This damage likely occurred due to a manufacturing issue. Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use showed the device was used according to its labeling.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiration date. (B)(4) - for the reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.